Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: c4tr01 ipg implanted: 2011 (B)(6); (B)(4) ICD implanted: 2011 (B)(6); 693558 lead implanted: 2011 (B)(6). (B)(4).

Event description:
It was reported that the left ventricular (lv) lead exhibited high and increased thresholds. The lead remains in use. No patient complications have been reported as a result of this event.